Event description:
During an IVC filter retrieval procedure when sheathing down over the top, the 9F sheath tip fractured, and pieces came off of what looked like the RO band. A piece was retrieved from the IVC, but two more were left in the pt renal vein.

Manufacturer narrative:
The sample was returned to Argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.